Event description:
Add'l info rec'd from MFR 03/27/03: this letter is in response to the subject report regarding a breast pump. The event description stated that the breast pump sucks with long drawn out pulls. This not only hurts but does not achieve any milk collection. The event description leads MFR to believe that the suction release button was not used. The suction release is manual so that the nursing mother can create a comfortable pumping rhythm to reflect her nursing baby. Once the suction is released, the pressure begins to build again. If the suction is not released, the pressure is constant and does not allow milk to be expressed. MFR has enclosed an excerpt from the instructions that are supplied in each breast pump kit. Suction release is explained. The pt may have overlooked section 6. It is important to follow all instructions for satisfactory results.

Event description:
Prior to child's birth reporter chose to breast feed to aid development, increase immunity and create a bond between them. Reporter purchased a first years breast pump for $60 to help pump milk to increase milk flow and have bottles for when reporter is unable to breast feed in public. The pump sucks with long drawn out pulls. This not only hurts but does not achieve any milk collection. In short, it does not work as advertised. After consulting with a lactate specialist at the hospital, she told them that using the pump could damage the milk glands permanently. As the pump is a sanitary item it is non-returnable. Reporter has since purchased a more expensive model from the hospital which works great. Please take these low cost breast pumps off of the market before they ruin the development of babies and the bond with their mothers.